Manufacturer narrative:
The products were returned to custom spine for review on 2/5/2010. The blocker inserter was attached to both ratch-it t-handle that were returned by the user facility. The blocker inserter was not able ot fall out of the t-handle unless the sleeve which locks the blocker inserter is lifted. The blocker inserter dimples are fully formed and show no sign of deformation.

Event description:
Patient underwent surgery on (B) (6) 2010 for complete l4 laminectomy, facetectomies, foamintomies, discectomy/ fusion surgery using issys system. The physician was using the counter torque wrench, ratchet t-handle and blocker inserter. The blocker inserter fell into the wound. The fall of the instrument caused a hole in the dura which was repaired.